Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported flap was incomplete in the left ye during a lasik surgery. The doctor tried using a blade and ended up cutting through a portion of the flap. He still wasn't able to completely lift the whole flap, but he chose to proceed with treatment. There wasn't anything wrong with the device however, due to the flap only partially being lifted a good portion of the treatment was also ablated on the top/epithelium/anterior side of the flap (folds the flap when he lifts). Since the treatment wasn't completely performed on the stromal bed, the ablated treatment had a higher risk of not being as effective.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon (B)(4) (site #(B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research (B)(4). The manufacturer internal reference number is: (B)(4).